Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional fractured during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual inspection of the returned tibial articular surface provisional(tasp) has fractured on the lateral side of the post. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age of more than 2 years and the DHR review.